Manufacturer narrative:
Ge healthcare's investigation has been completed. The mr scanner and surface coil were operating within specifications and all patient and system safety related subsystems were determined to be operating normally when checked by the ge healthcare field engineer. The root cause of the injury was determined to be insufficient operator experience involving improper cable routing for the mr procedure. The operator documentation describes the appropriate safety measures for cable routing for mr exams. The mr operator has the final responsibility for routing the cable, use of non-conductive mr compatible padding, and preparation of the patient, prior to starting the mr exam process.

Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient sustained a burn to their knee while undergoing an MRI of the prostate. During the exam, the patient felt pain however, they did not alert the technologist as the patient thought that it was normal. The location of the burn was near the cable coil. The patient was not provided the patient alert bulb and was not padded per ge recommendations. The burn has been assessed as grade 3 and will require skin grafting.